Event description:
The nurse went to change out the pge (prostaglandin e1) syringe and noticed that the bonded microclave's line was still in the depressed position. New tubing was primed with syringe. Please note that there have been previous extension sets' microclaves that would not return to position after use(sticking.) These extension sets are not part of this event.